Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the tip of the microraptor knotless broke off when struck. The tip was removed with grasping forceps. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported. Patient's status is normal.

Manufacturer narrative:
E1 was corrected.

Manufacturer narrative:
H6, medical device problem code updated. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture string or anchor fragments. The distal end of the device is deformed, bent and clogged with biological debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A certificate of conformance or evidence of conformance must be supplied. The root cause of the broken tip was not determined since the reported malfunction could not be duplicated during the product evaluation process. The root cause of the deformed distal end was associated with unintended use of the device. Factors that could have contributed to the reported and found event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.